Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection. Visual inspection of the as received product identified signs of wear due to usage around the threads and the shank. There was noticeable gouging around the hex circumference and the hex appeared to be stripped. The screw did not firmly engage with the hex driver and the driver rotated in the hex during functional testing. Also, the reported loosening could not be tested. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screw it is recommended to torque at 20ncm. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. The complaint was non-verifiable, as the exact details of the device(s) usage were unknown and the reported loosening could not be replicated. The conditions under which the implant was subjected in the patient¿s mouth are unknown.

Manufacturer narrative:
Device lot # was not provided/unknown.

Event description:
It was reported that the patient presented with a loose restoration. Doctor tried to screw the screw tight again but he did not succeed.